Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the lumbar nerve. Upon activation of the system, it was noted that maintaining connectivity between the ipg and external therapy discs was very challenging. Assessment found the ipg difficult to palpate, pointing toward a potential migration issue. On (B)(6) 2025 a surgical procedure was performed to reposition the ipg. Upon opening the site, the ipg was observed to have rotated within the pocket to no longer be flat and parallel to the skin surface, which caused the connectivity challenges. The original ipg was repositioned into a new pocket to be flat and superficial.

Manufacturer narrative:
There are no reports of any events having taken place in between the implant and system activation. Intra-operative testing was performed at the original implant and returned no concerning results, thus it is likely that the ipg migrated after completion of the implant and before formation of scar tissue formation.